Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. M.franchi: part number: sd480.100, lot number: 2658p00, manufacturing site: mezzovico, release to warehouse date: 19 oct 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the surgeon complained of the plate in question during checking implants for the surgery scheduled next week. The surgeon said that the shape of the plate was different from what was planned and that the plate would not be used because it would not match to the affected site. What the surgeon said at the time of planning are as follows: -the surgery is going to be a segmentectomy or marginal resection. -there is a great possibility that the extent of resection will change. - the surgeon wants the plate to be bended in a way that matches the bone. But the actual product and the drawing in the plan were concave to the lingual side. The surgeon has claimed that it is not possible to judge that the plate is concave to the lingual side just from the drawing of the plan without a written description. The surgeon commented that he had not ordered to bend the plate like this and that the plate had too high risks to be used in the surgery that is likely to change the extent of resection. Another plate will be used in the surgery next week. No further information is available. This report is for one (1) cmd patient specific plate f/mandib matm this is report 1 of 1 for complaint (B)(4).